Event description:
A maude report (mw5039369) was received by zoll on (B)(6) 2015. The pt alleged that the lifevest would constantly beeping and would say things like "stand-by" and "stay clear". The pt stated that the lifevest shocked him when it would said "stand clear". The lifevest system does provide audio prompts, however, "stand-by" and "stand clear" are not a part of the lifevest labeling. The pt stated that they could not sleep and it caused more stress with the constant alarms. When the pt got out of the hospital, the pt received the lifevest, reportedly called zoll, and then sent the lifevest back. The allegations against the lifevest were unable to be confirmed due to insufficient info about the situation. There is no known info about the pt or serial numbers that were associated with this event. It is unk at this time if the pt received any alarms or treatments. Zoll currently reports all inappropriate treatments to the FDA. Zoll reviewed and reported all inappropriate treatments that occurred from (B)(6)2014 to present date. Based on the investigation of complaints, zoll could not identify a specific pt that is associated with this alleged event.

Manufacturer narrative:
Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.